Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. Patient called for assistance going into MRI mode. Patient was walked through and showed the MRI eligibility and how to turn ins back on. Patient stated that the MRI was related to the therapy. The MRI was being done because patient had pain where the ins was put in. The ins is causing pain from breast area down to her back. It hurts to breath and hurts to bend and twist. Sometimes she can bend and twist but sometimes it is like 'oh my god'. It feels like someone is hitting her with a 'boat paddle' on her back. No falls/trauma were reported. MRI was scheduled for (B)(6). The event date was provided as about a month ago; an exact date was not provided. Additional information was received. It was reported that the patient's whole back was hurting and they thought it was a device issue. The patient took pain meds and it barely touched it; pool therapy did not help. The health care provider requested mris for their back and neck. The issue has reportedly not been resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the neurostimulator (ins) causing pain, pain at the ins site, pain in the torso, hurting to breathe,bend and twist wasn't determined. The hcp reported that the patient was reprogrammed. No impedances and the patient reported good relief. The hcp reported that a cervical and thoracic MRI was ordered. The hcp reported that it appeared that the issues were resolved at the reprogramming appointment on (B)(6) 2018. The patient reported good relief and no change in programming needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.